Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the tubing connected to the blood sampling valve (bsv). The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the event is attributed to the tubing connected to the bsv. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately 5-6 ml of light blue fluid leaked from the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer stated that the instrument did not generate any errors at the time of the event.